Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as sores and broken skin. There was no alleged device malfunction contributing to the irritation. It was reported the patient was going to reach out to the dermatologist for an ointment, it's unclear if the patient applied the ointment. Follow up indicated the irritation improved. Reporting out of abundance of caution.